Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vascular stenting procedure in the sfa, the deployment mechanism became unresponsive after 80 to 90 percent of the stent were deployed. The physician opened the handgrip of the stent delivery system to complete the stent deployment. There was no reported patient injury.